Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 416 mg/dl. Customer stated that he was changing the infusion set and the insulin pump alarmed motor error during prime; customer treated with manual insulin injection. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Nothing further reported.